Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. However, the device setscrew had a rounded socket. (B)(4).

Event description:
It was reported that during implant the physician had issues with the implantable pulse generator (ipg) setscrew when attempting to connect a lead. The device was never implanted. The physician used a different device. No patient complications have been reported as a result of this event.